Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.this MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had been hospitalized for high blood glucose levels. The customer states they had received no delivery alarms. The customer's blood glucose level at the time of incident was 600mg/dl. The customer attempted to treat with bolus. The customer was treated at the hospital. Their levels had been as high as 900mg/dl. Troubleshoot was conducted. The customer states there was damage at the battery compartment. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, error test and displacement test. No excessive no delivery alarms noted. The insulin pump was received with cracked case at the reservoir tube lip, broken off piece of the battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.